Event description:
It was reported that the handpiece was working intermittently during a lap hemicolectomy. The handpiece was replaced and the device was giving intermittent activation as well. The case was completed in this fashion. No patient consequence. No serial number was located on this device and the replacement handpiece in the case that also had intermittent activation is missing right now.

Manufacturer narrative:
Evaluation summary: the hand piece was received with modification to the device. The modification noted was the connector replaced. No functional test could be performed. This device is determined to be reprocessed based on findings consistent with a reprocessed device.